Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular aortic repair with a gore® excluder® conformable aaa endoprosthesis device. Reportedly, the second handle of the catheter had apparently become loose by itself. The physician observed that the red knob with safety lock at the transparent handle could be pressed too easily and was activated during a repositioning of the prosthesis, in a short movement at the handle it was activated. Reportedly, the second handle (with the red safety lock) was so loose that it almost came off on its own. However, the repositioning could be finished and the prosthesis was released without any issues beside the premature unintentional unlocking of the safety lock. The result was satisfying for the physician and a final cta showed no issues at the final infra-renal position of the trunk. The procedure was completed successfully and the patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H6: code b14, a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H3: the gore device is in transit/not returned yet; however, the actual device remains implanted, therefore its device catheter will be returned for evaluation. Ongoing interviews, questions and communication still under information gathering from the field. No conclusions are reached yet and ongoing investigations. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
G3 updated. B5 updated: describe event or problem. New text added. H3 updated, the delivery system (device catheter) of gore® excluder® conformable aaa endoprosthesis was returned and has been evaluated. H6, type of investigation: code b19 and b11 added. Code b20 is not longer applicable. Medical device problem: code a050103 added. Code a150104 no longer applicable. Investigation findings: code c19 added. Code c21 no longer applicable. Investigation conclusions: code d14 added. Code d16 no longer applicable. The manufacturing records were reviewed, the device lot met all pre-release specifications. The deployer delivery system was received for gore's product evaluation. The actual device remains implanted. The reported device failure mode, related to inadequate functioning of the constraining mechanism and its features within the device handle, could not be confirmed through evaluation of the returned device / delivery catheter. Engineering evaluation observed the constraining mechanism and device handle to function as expected during review of the returned device. The cause for the reported functional inadequacies could not be established with the available information as the returned device catheter functioned as expected.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular aortic repair with a gore® excluder® conformable aaa endoprosthesis device. Reportedly, the second handle of the catheter had apparently become loose by itself. The physician observed that the red knob with safety lock at the transparent handle could be pressed too easily and was activated during a repositioning of the prosthesis, in a short movement at the handle it was activated. Reportedly, the second handle (with the red safety lock) was so loose that it almost came off on its own. However, the repositioning could be finished and the prosthesis was released without any issues beside the premature unintentional unlocking of the safety lock by the physician. The result was satisfying for the physician and a final CT angiography showed no issues at the final intrarenal position of the trunk. The procedure was completed successfully and the patient tolerated the procedure.